Event description:
It was reported that a pericardial effusion occurred. During an atrial fibrillation concomitant case, a faradrive steerable sheath and a farawave catheter were selected for use. During the procedure, after transseptal puncture, the physician was unable to aspirate the faradrive sheath. The sheath was pulled back to right atrium, and aspiration was successful. The sheath was reinserted to prior transseptal location. Aspiration was successful. Pulmonary vein isolation was performed, but pericardial effusion was noticed when ablating the last vein, which was the right inferior pulmonary vein (ripv). A perforation was noted anterior to the fossa. Pericardiocentesis was performed in response to the event. The procedure was aborted due this situation. It was believed that the perforation was due to the transseptal location, and the suspected puncture site was too low, causing a through and through scenario. The device is not expected to be returned as it was discarded. The patient was fully recovered following this event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.